Event description:
While the sicu resident and fellow were attempting to place a ij tlc on a patient on 6-1, the guide wire appeared to become stuck in the tlc and then the distal end broke and began to unravel. They were able to safely remove the tlc and the wire from the patient with no apparent injury to the patient. The customer wants confirmation that the guidewire was most likely nicked by the needle. No complications reported.

Manufacturer narrative:
(B)(4). The customer returned a cvc catheter, a guide wire, and a lidstock for analysis. Signs-of-use in the form of biological material was observed inside the catheter extension lines. Visual examination revealed that the guide wire was severely unraveled from the proximal end. The section of the guide wire towards the distal end contained several kinks and one large bend. The distal j-bend also appeared misshapen. Microscopic examination revealed that the distal weld had separated from the core wire. Despite this, the distal weld was still attached to both the coils and the core wire. Microscopic examination also revealed that the exposed proximal core wire tip is tapered and discolored at the point of separation. No other defects or anomalies were observed. The broken core wire measured 600mm, which is within the specification limits of 596-604mm per the marked guide wire graphic. The guide wire outer diameter measured .807mm, which is within the specification limits of .788mm-.826mm per the marked guide wire graphic. The catheter body length from the juncture hub to the distal end measured 213mm, which is within the specification limits of 207mm-227mm per the catheter graphic. A lab inventory guide wire with a diameter of .032" was passed through the catheter. Minor resistance was initially encountered due to dried biological material. The guide wire was able to pass completely through the catheter. A manual tug test confirmed that the distal weld was intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained, and further consultation requested." The IFU also cautions, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked about tip of catheter within vessel". The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and the catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
While the sicu resident and fellow were attempting to place a ij tlc on a patient on 6-1, the guide wire appeared to become stuck in the tlc and then the distal end broke and began to unravel. They were able to safely remove the tlc and the wire from the patient with no apparent injury to the patient. The customer wants confirmation that the guidewire was most likely nicked by the needle. No complications reported.